Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached/separated. Block h11: an advanix-naviflex biliary stent was returned for analysis. A visual examination of the returned device revealed that the suture and guide catheter were not present, as they had detached from the system. No other damages were noted to the stent and delivery system. Product analysis was not confirmed the reported event of the stent premature deployment; however, the suture break and guide catheter break can be confirmed. Since the suture was not returned, only the delivery system was returned. The reported event and additional observed damages were most likely a result of the device being pulled with too much force, perhaps the tortuosity of the procedure put the device in a position in which it was hard to pull the guide catheter. Therefore, it is not possible to determine if this part had any sort of damage that would have affected the stent deployment. Taking all available information into consideration, the overall root cause is cause not established. A labeling review was performed and, from the information available. The instruction for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat choledocholithiasis in the vateri papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the insertion process, the thread on the delivery system became loose without any retraction of the wire by the user. As a result, the stent detached prematurely and fell off. Another advanix-naviflex biliary stent was used to complete the procedure there were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation findings of inner guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached/separated. Block h11: an advanix-naviflex biliary stent was returned for analysis. A visual examination of the returned device revealed that the suture and guide catheter were not present, as they had detached from the system. No other damages were noted to the stent and delivery system. Product analysis was not confirmed the reported event of the stent premature deployment; however, the suture break and guide catheter break can be confirmed. Since the suture was not returned, only the delivery system was returned. The reported event and additional observed damages were most likely a result of the device being pulled with too much force, perhaps the tortuosity of the procedure put the device in a position in which it was hard to pull the guide catheter. Therefore, it is not possible to determine if this part had any sort of damage that would have affected the stent deployment. Taking all available information into consideration, the overall root cause is cause not established.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat choledocholithiasis in the vateri papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the insertion process, the thread on the delivery system became loose without any retraction of the wire by the user. As a result, the stent detached prematurely and fell off. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation findings of inner guide catheter detached. Please see block h11 for full investigation details.